Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that during the appointment, they noticed the implant site 22 was in wrong position. The implant placement was too mesial. Procedure was completed with another implant.